Event description:
It was reported the patient stopped charging the ipg as recommended. As a result, the ipg is inoperable. The patient will undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.